Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose at time of admission was 390 mg/dl. The customer was admitted to the hospital. Customer's high blood glucose did not react to bolus correction or infusion set changes. Customer cause of hospitalization was high blood glucose. The healthcare provider team was treating with insulin management. Customer is still in the hospital at this time. Customer was wearing the pump at time of hospitalization it was only removed until they got to the intensive care unit after admitted. Customer pump was removed at 11pm (B)(6) 2016. Customer was advised to call when pump is available for troubleshooting.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. Device had minor scratched display window, cracked battery tube threads, cracked belt clip slot, scratched reservoir tube window, cracked reservoir tube lip and a stained end cap sticker.